Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the right atrial (ra) lead had a low impedance measurement. No intervention performed and no patient consequences was reported.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.